Manufacturer narrative:
On july 26, 2023, the mentor failure analysis lab has received the device for evaluation. The device explantation date has been (B)(6) 2023. On july 31, 2023, the evaluation for the device was completed. Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the sm hps dv 330cc returned device. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 14, 2023, mentor received additional information regarding the impacted device. It was determined that the impacted device is a 330cc mentor smooth round high profile saline breast prosthesis with catalog number 3503330. The documentation on this form has been determined to be the patient's left side. The lot number has been updated to 9580875. The serial number has been updated to (B)(6). A manufacturing record evaluation (mre) was performed. Non-conformances were identified related to device malfunction and will be handled through mentor's quality system. Section h9. FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r the device date of implantation has been updated to (B)(6), 2023. The additional information received also suggests that the patient had the device explanted; the date of device explantation is unknown. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 26-year-old caucasian female patient underwent a primary breast augmentation with two unspecified smooth saline breast prostheses and experienced generalized illness symptoms including breast implant illness, fatigue, weakness, generalized aches, rash, pots syndrome, brain fog, migraines, and insomnia post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).